Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s husband reported a high blood glucose (bg) alert while the user was sleeping. The highest bg recorded was 400 mg/dl. The husband declined finger stick verification to avoid waking the user but confirmed a supply change had been completed earlier. Review of reports showed the ilet was delivering correction doses, and bg began trending down overnight. At follow-up, bg was confirmed back in range at 101 mg/dl. Blood glucose (bg) was corrected with a supply change and ilet corrective dosing. No symptoms were reported during the event, and no outside assistance, or medical intervention were reported.